Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information received from the reporter that stated that the case needed to be finished with manual instrumentation because the surgeon thought the cuts were "malpositioned". It was also reported that the "malpositioned" cut was detected when the anterior cut was completed and the surgeon saw a 3mm notch. It was reported that the final implant was a stemmed femur because of the notch.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and there were no defects found with the system and software. A review of the device log file was performed for this event. The investigation of the log files determined that prior to the distal resection but following use of the verification checkpoint the femur array moved unintentionally relative to the femur. Following this motion, the landmarks were not reacquired and no further uses of the femur verification checkpoints were completed. Therefore, the reported condition was confirmed. The most probable cause of the reported issue was unintended array motion. However, a root cause could not be established as the investigation found no issues or defects, and the system was operating properly and accurately therefore, the most probable cause cannot be established. D4, h4: the device serial/lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that while using the robotic assisted satellite station device and during the anterior cuts a notch was observed. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. It was reported that a revision component was used to stabilize the construct. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and manufacture date are unknown at this time. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).